Manufacturer narrative:
One device was received for evaluation. Visual inspection found excessive loctite within the downstream occlusion sensor. Review of the event history log (ehl) showed a cassette not properly attached alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not detect the latch/lock. During physical inspection, it was found that there was excessive loctite within the downstream occlusion sensor. There was no patient involvement, no patient injury was reported.